Event description:
At one-week follow up, clinician noticed small tegaderm-associated serous blister with abrasion. Patient was asked to keep the area clean and was prescribed a topical antibiotic. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.